Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: make sure your transmitter is snapped in completely.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer did not have the transmitter snapped securely into sensor pod. Customer support instructed customer to snap transmitter in fully, however connection was unable to be established. Transmitter was replaced to resolve the issue. No additional patient or event information was available.